Manufacturer narrative:
Follow-up #1 (2/6/2012)-device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(6) 2012 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2011, the lay user/patient in (B)(6) contacted lifescan to report the one touch ultraeasy meter was giving inaccurately high readings. On (B)(6) 2011, the technical service representative (tsr) spoke with the patient to obtain and verify information. The patient allegedly obtained inaccurately high readings on the one touch ultraeasy meter, serial number (B)(4). On an unspecified date in (B)(6) 2011, the patient experienced the symptom of fainting. The patient noted he felt "hyperglycemic" due to stress, contrary to his initial claim that he was "hypoglycemic" at that time. Emergency services were contacted. When paramedics arrived, the patient was treated with rapid-acting insulin and transported to the hospital. The patient was admitted to the hospital with a diagnosis of hyperglycemia. The patient was unable to provide any specific information about his blood glucose readings with the reported meter, his blood glucose level as tested by the paramedics, his results in the hospital or treatment. The patient also had another meter, a one touch ultra2 meter (serial number (B)(4)). It is unknown which meter was used prior to the onset of symptoms or the results obtained. During a physician's office visit two weeks after this event, the patient obtained the blood glucose reading of 13.0 mmol/l on the reported meter, and a reading of 6.0 mmol/l on the hcp meter within 30 minutes of each other. The patient manages his diabetes with novorapid insulin 10 units morning, 12 units noon and 16 units evening; and 12 units lantus insulin once per day. Troubleshooting revealed the patient's testing technique was correct and the test strips were in good condition and within opened expiration dating. The patient allegedly fainted and suffered symptoms of severe hyperglycemia while using the reported meter, and received hospitalization and treatment with insulin. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510k#: k061118.